Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a laparoscopic gastrectomy, the device loading the reported reload was locked out at the third firing. The device was released with the knife reverse switch. Then, it was found that the cartridge pan was damaged. Another device was used to complete the case. There were no adverse consequences to the patient. A nurse commented that a part of the second cartridge had broken since she had trouble with removing the second cartridge after the second firing. Also, it was found that the cartridge pan of the second cartridge had been left in the jaw since the third cartridge had not been loaded into the device. After the cartridge pan of the second cartridge was removed from the jaw, the third cartridge was loaded into the same device and it was fired. Then, the reported event occurred.

Manufacturer narrative:
(B)(4). The analysis results showed that one ecr60b reload was received partially fired 1/16. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. In addition the cartridge pan was noted to be detached on the right proximal side and with damage on cartridge body. One possible cause for the damage to the pan may be improper loading of the cartridge reload onto the device. No further functional testing could be performed due to the condition of the device. No conclusion could be reached on what caused the pan to dislodge, and the cartridge body damaged. In addition it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.